Event description:
A ventilator was returned to a third-party service center for 4 year service. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, no actionable errors located in log, but the device failed the active exhalation verification test step during testing. The device's three-way solenoid valve was replaced to address the issue.